Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there appeared to be ventricular sense (vs) intervals being undersensed intermittently, following an atrial pace (ap). This pacemaker is connected to another manufacturer's leads. The vs appears to follow the ap and then the device sends a ventricular pace (vp). Cross chamber blanking is programmed at 45 milliseconds (ms) and the vs is approximately at 120ms, so that did not appear to be the issue. It was noted that the field representative adjusted sensitivity to 0.5mv, as the r-waves have been low at 1.6-1.9 millivolts. This did not seem to make much of a difference. The patient is reportedly ap at 67% and 8% vp so the issue is not happening all the time. It was also reported that the atrial impedance is low and around 100 ohms. No adverse patient effects were reported.